Event description:
It was reported that during a laparoscopic cystectomy procedure, the pouch was found broken when opened. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the push pull rod broken at handle assembly area. A potential cause of this damage is the application of an excessive force on the device that causes the push pull rod to broken during transit. However, no conclusion could be reached as to what may cause the found damage. No incident related to the reported event was observed during the batch record review.